Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of oversensing were observed on the lead. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of oversensing and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion that breached the outer insulation and exposed the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the external insulation abrasion, which is consistent with friction to the device can.

Event description:
Additional information indicated that the suspected cause of the oversensing on the right atrial (ra) lead was lead damage. The damage was not confirmed, as diagnostic imaging was not performed.